Event description:
A patient family member reported that her son has a strata shunt system with one revision to date. Swelling was noted around the shunt with increased icp.

Manufacturer narrative:
(B)(4). The device was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.